Event description:
It was reported that multiple intermittent occlusion alarms occurred, resulting in the customer's blood glucose level being displayed as "high." Due to the occlusion issue. The customer addressed the high blood glucose by administering a correction injection via multiple daily injections (mdi). The customer did not replace any supplies and resumed normal insulin administration.